Event description:
It was reported that a female patient (60kg) underwent a lv ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade which required pericardiocentesis. During left ventricle (lv) ablation, blood pressure slightly decreased, and echocardiography confirmed the cardiac tamponade. After drainage was performed patients¿ blood pressure was confirmed to have stabilized. The physician commented that ¿I think I had cardiac tamponade during lv ablation with the thermocool® smart touch® sf bi-directional navigation catheter.¿ the adverse event was discovered during use of biosense webster products. The outcome of the adverse event was reported as improved. The patient did not require extended hospitalization. Prior to noting the cardiac tamponade (CT) ablation was already performed. There was no evidence of steam pop. It was not reported that inappropriate use was conducted without the instructions for use (IFU). It was not reported that there was any error message observed on biosense webster equipment during the procedure. A smartablate¿ system rf generator was used during the procedure.

Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no internal action related to the complaint was found during the review. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).